Manufacturer narrative:
Additional information was added to h6. Correction to f2. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during etoposide infusion a nitroglycerin set leaked where the tubing meets the connection for the filter. The ordered amount was 500mls, bag weighed 555 prior to hanging and the rate was set for 590ml/hour. It was further reported that while the infusion was running a slow drip was visualized from the affected area. The infusion was stopped at 530mls. There was no patient injury or medical intervention associated with this event. No additional information is available.